Event description:
It was reported that during implant, the device shocking vector was programmed to rv coil to can. Upon observation of the patients heart anatomy, the original lead was replaced with a new dual coil lead. Failure to reprogram the device for the new lead resulted in several unsuccessful dft tests. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.